Event description:
It was reported that the right ventricular (rv) lead had alerted for high impedance in the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the superior vena cava (svc) coil was turned on in the device and the device alerted for svc high impedance. The right ventricular (rv) lead has a single rv coil only and no lead was present for the svc port. The device trended an svc impedance and when the impedance was greater than the alert limit, the device alerted for svc high impedance. The device was reprogrammed with the svc coil turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted that the max svc defibrillation impedance is undefined throughout the record until the week ending 2013-10-13 when the recorded impedance is greater than 250 ohms. (B)(4)